Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, eliminating the malfunction code, and was advised to monitor for any recurrence, which did not reoccur after the reset.